Manufacturer narrative:
Device evaluation not needed as it is known that the reported event was not related to vns therapy.

Event description:
Report received that a patient's vns was admitted to the hospital due to an infection. The operative notes indicated the generator was disconnected from the lead and removed. A review of the device history record indicated both the lead and generator were properly sterilized prior to release for distribution. No further relevant information has been received to date.

Event description:
Further information was received from the physician. He indicated that the cause of the infection was clinically unable to be determined. He also indicated the start date of the infection was unable to be determined, however, the date on which the patient was admitted to the hospital was provided. The operative notes were also provided and stated that fluid had collected at the generator site and the patient felt pain from the infection. The notes also confirmed that only the generator had been removed and the lead was left implanted. No further relevant information has been received to date.